Event description:
It was reported that one drive shaft tip from the reamer irrigation aspiratory (ria) set was broken. It is unknown if it was related to a patient or procedure. It was found in the sterile processing room. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; one reamer irrigator aspirator system (ria) driveshaft was returned. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900 rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. The use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. Drawings were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided. Excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient involvement is unknown. Device was not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: ria drive shaft ¿ min 520mm length - lot 6857086. (B)(4) manufactured the drive shaft assembly for ria, part 314.743, and lot 6857086. Initially, the part conformed to the supplier¿s certificate of conformance, dated august 13, 2012, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on august 28, 2012. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.